Event description:
It was reported that the patient presented to the hospital for a follow-up on 22 jun 2022. During examination of lead, it was noted that there was low atrial sensing and noise problem which was causing inappropriate mode switch episodes on the right atrial (ra) lead. After further assessment in clinic, chest x ray confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.